Event description:
Related manufacturer report number: 3006705815-2022-18508. It was reported that the patient's leads have migrated. This was confirmed via imaging. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.